Event description:
Customer reported an issue with a cartridge and infusion set. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by changing infusion set, cartridge and drinking water. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.